Event description:
There was an allegation of questionable elecsys tsh ver.2 assay results for 1 patient sample on a cobas e 801 analytical unit. The initial tsh result was 0.01 uiu/ml. The sample was repeated and the result was 0.47 uiu/ml. The sample was repeated the next day on another analyzer and the tsh result was 1.40 uiu/ml. The initial result was reported outside of the laboratory. The reagent lot number is 65331401 and the expiration date is 31-dec-2023.

Manufacturer narrative:
The measuring cell was exchanged and an instrument check was performed. The investigation is ongoing.

Manufacturer narrative:
The sample repeat result of 1.40 uiu/ml from (B)(6)-2023 was determined to be from a separate sample collection. The investigation is ongoing.

Manufacturer narrative:
The calibration and qc data provided were acceptable. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.